Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive "no delivery" alarm or motor error alarm were noted. The pump had cracked display window corner, scratched lcd window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 447 mg/dl. The customer treated with novolog insulin. The customer stated that the motor error occurred right after bolus. The customer also stated that there was a no delivery alarm on the pump. The customer stated that the no delivery alarm was reoccurring. The customer was advised to perform a 5.0 unit fixed prime for the pump. The customer stated that the insulin did exit. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.